Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for reader & cable adapter. Therefore, it is not possible to check DHR for cable and adapter. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the adc device. Customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced "cancer in her finger in right hand" and had contact with an healthcare professional (hcp) and was treated with insulin. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Event description:
A battery issue was reported with the adc device. Customer was unable to obtain readings, due to a fast draining battery. As a result, customer experienced "cancer in her finger in right hand". And had contact with an healthcare professional (hcp) and was treated with insulin. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted, once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.